Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 11, 2020.

Manufacturer narrative:
This report is submitted on april 16, 2020.

Event description:
Per the clinic the device was explanted on (B)(6) 2018, due to staphylococcus infection at implant site. The patient was reimplanted with a new device during the same surgery.